Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient's intermediate and distance vision worsened post lens implant. The patient experienced halos around lights, floaters, watering eyes, and dry eyes. The patient reported that when yag laser (reason unspecified) was performed his cornea was damaged. His vision has worsened, the floater increased, his eyes are watering a lot and are also very dry. The patient was recommended glasses and/or contacts to correct vision. It is to be noted that the patient had no cataracts and saw the doctor in (B)(6) 2011 in order to stop using glasses for near vision. This report references the patient's right eye.

Manufacturer narrative:
The lens lot number was not provided, and the lens was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.